Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If information is received at a later date, this complaint will be re-opened and update accordingly.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.